Event description:
Doctor reported that after placement of bridge on tacs, patient referred movement of the bridge 3 months after during check up. The bridge on the model screws properly. Bridge was sent to laboratory and they confirmed that it is ok, the problem seemed to be the loosening of the abutment. Doctor removed the tac2 at tooth site 26, placed another one and the bridge does not move anymore. Placement date: (B)(6) 2024.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided g4: premarket identification: k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tac2, (abut tapered one-piece scr-v 3.5mm 2mm) for evaluation. Visual evaluation was performed, the abutment shows signs of wear/use. No damage to the threads was observed. It engages with in-house implant as intended. Unable to functionally test for loosening event. Device history record (DHR) review was completed for the subject lot number 2023021058. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023021058 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : loosening. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw wasn¿t torqued to specification. Therefore, based on the available information, a device malfunction did not occur. The screw threaded into an in-house implant as intended. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.